Event description:
Increasing pain for the last year. Varus deformity when walking. Instability to valgus stress. Range of motion 5-80 degrees, with a definite end point. Evidence of mild atrophy about the thigh. Prosthesis loose and unstable. Any type of walking causes moderate to severe pain.